Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from a coaguchek xs meter. The result from the meter was 4.5 inr. The result from a laboratory 20 minutes later was 3.45 inr. The method used was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer's strips were received for investigation and were tested with a retention meter and quality control materials. Testing results: qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. Retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.